Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma that needed to be evacuated. The right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned during the pocket hematoma evacuation. When the lead was inserted back into the implantable cardioverter defibrillator (ICD) header, the lead could not be secured to the device due to a set screw issue. The lead was cinched down and the physician could hear the torque wrench clicking but the lead was not secure in the header. The physician removed the device and a new device was implanted. The rv lead remains in use. No further patient complications have been reported as a result of this event.